Event description:
The customer reported that there was an interlock failure error message and the system intermittently had a loss of communication. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable and the fuse on ps2 were replaced. The system was tested and found to be working as intended and put back into service.